Event description:
It was initially reported that the patient experienced a shocking and jolting sensation from the left side device. It was noted that the patient was keeping the settings low, and that 'anything over 3 hurt' and was not helping with the pain. Additional information reported that the stimulation was too strong even at the lowest setting, and the patient had not been using the stimulator since implant. Additional information reported that the implantable neurostimulator was checked and it was discovered that the lead was damaged and movement caused the shocking. Additional information received reported that the patient experienced a shocking and jolting sensation. It was noted that the patient had 2 implantable neurostimulators (ins) implanted at the time of the report. The patient noted that he wanted the devices removed 'because they were not helping, he needed an MRI and his device for his back shocked him.' It was noted that the patient's devices were 'helpful for a year after implant.' It was further noted that the patient had his device reprogrammed multiple times by his physician and manufacturing representative. It was noted that the patient's 'back ins' shocked him when he turned it on and would 'steadily shock' him when he increased the stimulation. It was noted that the patient felt a 'power surge' from the device for his legs when moving positions. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2009-05974.

Manufacturer narrative:
Product ID 3702, serial# (B)(4), implanted: (B)(6) 2008, product type neurostimulator; product ID 377860, lot# v100249021, implanted: (B)(6) 2008, product type lead; product ID 377860, lot# v054468011, implanted: (B)(6) 2008, product type lead; product ID 377745, lot# v116800029, implanted: (B)(6) 2008, product type lead; product ID 377745, lot# v118916007, implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).